Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2019; 6935m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The organism was identified methicillin-resistant staphylococcus aureus. The cardiac resynchronization therapy defibrillator (crt-d) was removed. No further patient complications have been reported as a result of this event.